Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Catalog # 1104b/camino intracranial pressure/temperature monitoring kit was involved in an incident and is described as follows; the "derivation" of the intracranial pressure is over 10 mmhg (in less than 12 hours) compared with the value given by the external ventricular "derivation". The product was in contact with the pt and the pt was not injured. It is not known if the event led to increase the surgery time. Add'l clinical info has been requested.